Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 8mm nc emerge® balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications and injury were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. There were numerous hypotube kinks. Microscopic examination of the balloon revealed a longitudinal tear in the balloon wall from the proximal to the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID: (B)(4), tw: (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 8mm nc emerge® balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications and injury were reported.